Event description:
A size 38mm patella was in a 32mm box which was implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.